Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. No moisture damage found on electronics assembly or motor. Unit had cracked battery tube threads, reservoir tube lip, case window display corners and scratched lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump's buttons were not working properly. The act button response was delayed. Customer's blood glucose level was 481 mg/dl. The customer treated his blood glucose level with a manual injection. The insulin pump was exposed to fluid. There was insulin in the reservoir compartment. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.